Event description:
It was reported a patient experienced peritonitis coincident with dianeal therapy for peritoneal dialysis (pd) and was hospitalized the next day for the event. The cause of peritonitis was not reported. The patient was treated with injection (inj) vanconex-cp 2 gm ip stat and inj tazar 4.5 gm IV (intravenous) bd. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). Additional information received from a health professional: the patient recovered from this peritonitis event.